Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced high blood glucose level. Customer's blood glucose was 23.7 mmol/l at the time of event. Auto mode feature was off during the time of event. Customer reported a faulty infusion set. Customer was assisted for troubleshooting. Customer reported that the insulin did not exit at the quick release. Customer declined to check for possible site or insulin issues. The insulin pump will not be returned for analysis.